Event description:
It was reported that foreign matter was found during use with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, "sticky substance found within syringe."

Manufacturer narrative:
H.6. Investigation summary: one 5ml syringe in an opened blister pack from batch 9008864 (p/n 309646) was received and evaluated. It was observed the "sticky substance" inside the syringe was silicone and was an excess amount per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the excess silicone defect is associated with the assembly process no corrective actions are necessary based on the defective rate identified. Batch 9008864 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, "sticky substance found within syringe."